Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report number 3013886523-2024-00061. A physician reported a certas valve (ID 828804) and a bactiseal peritoneal catheter (ID 823074) were implanted due to secondary normal pressure hydrocephalus (snph) via lumbar peritoneal (lp) shunt on (B)(6) 2024 with unknown setting. The valve was used with the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). After the implantation, cerebrospinal fluid (csf) was accumulated around the valve; therefore, the setting was set lower. Despite treatment was performed due to suspected cerebrospinal fluid leakage (csf), the situation did not improve. A revision surgery was performed, and the certas valve (ID 828804) was explanted on (B)(6), 2024. A lumbar peritoneal (lp) shunt was removed and replaced with a ventriculoperitoneal (vp) shunt. Upon explanting, it was confirmed that the proximal catheter was detached from the valve. In addition, lumbar catheter was partially ruptured. The primary condition of the patient is intracerebral hemorrhage. According to information provided, it is unknown if the patient experienced any signs and symptoms due to suspected cerebrospinal fluid (csf) leakage. The treatment performed is also unknown.

Manufacturer narrative:
The sale rep initially reported catalogue #828804 (certas plus valve only - mfg report number 3013886523-2024-00061) and #832074 (bactiseal peritoneal catheter), however, the returned valve was identified as ¿828806¿ with united distal catheter. The sales rep also confirmed that the complaint valve is ¿828806¿, not 828804. This report is against bactiseal peritoneal catheter; however after confirmation that the valve used is a unitized valve, this report should be cancelled.